Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the failure condition was verified to the pd engine. Further testing of the pd engine confirmed the failure to be defective relay and the board was scrapped. If the repair estimate is approved, the pd engine will be replaced to remedy. No emerging trend based on similar reports.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to charge. Complainant indicated that there was no patient involvement in the reported malfunction.